Manufacturer narrative:
New information received provided device serial number and change to event date.

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint indicating that it was not possible to review a tempus pro case/event in corsium due to access level. There was patient involvement, however no health consequences or impact.